Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident is unknown. The customer was using (B)(6) alkaline batteries. The customer confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned and replaced.